Manufacturer narrative:
B5. Additional information received ; it was reported a secondary procedure was performed to resolve the stent graft migration. It was also reported the arterial occlusion was also resolved on this date. The secondary procedure involved transposition of subclavian artery into primary carotid artery and a humeral artery embolectomy. It appeared that a thrombus formed on the origin of the subclavian artery with abrupt embolization resulting in the need for intervention medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the patient for an unknown endovascular treatment. Approximately 61 months post index procedure, it was reported the patient suffered sudden ischemia to the upper limb and was hospitalized. Intervention was performed on the same day with revascularization of lsa. It was reported at the end of the procedure there was coverage of the subclavian artery by tevar observed. A CT taken approximately 1 1/2 week, showed occlusion of the subclavian artery with thrombus along with proximal stent migration. Both the investigator and sponsor have assessed the event as related to the device but not related to the procedure. No additional clinical sequalae were reported and the patient will be monitored.